Manufacturer narrative:
H10: two (2) actual samples and a video of the sample were provided for evaluation; the other fourteen (14) actual samples were not received and therefore, could not be evaluated. A visual inspection of the video was performed which observed the unit was leaking. A visual inspection of the actual samples noted cracks along the frame of each sample leading to the cap. A functional test was performed, and a leak was identified from the location of the cracks. The reported condition was verified. The cause of the condition was a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that sixteen (16) stopcocks in blister pack were damaged which resulted in a leak from the stopcock. The issue was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.